Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer's blood glucose was 45 mg/dl at the time of incident. The customer's blood glucose was 45 mg/dl at the time of call. The customer stated that they treated the low blood glucose with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was monitored for several days and no pump error 15 alarm was noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.